Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Discomfort in mouth [oral discomfort] , brush head broke - oral-b [device breakage] . Case narrative: consumer called and stated that the bottom brush broke off which caused discomfort in mouth. No serious injury was reported.